Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving morphine concentration 10 mg/ml, dose 4.101 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. The rep was in a revision and would be assisting in u-updating the pump with new catheter information. The catheter was flipped around on itself due to the pump flipping around. The rep was requesting that technical service confirm the revised catheter length. It was confirmed that the catheter length as calculated was 80.5cm and volume was 0.1771 ml. It was noted that there was a sudden change in therapy/symptoms; patient experienced return in pain symptoms. It was noted that the issue was diagnosed via surgical exploration, the patient was presented to the hospital on (B)(6) 2016 and was an inpatient until this report date when the health care professional revised the catheter.

Manufacturer narrative:
(B)(4) applies to both catheter product line items.

Event description:
Additional information received on 2016-dec-20 from a company representative reported the assumption of the cause of the pump flipping was it was hitting the rib cage and flipping. A mesh pouch and additional sutures were used to prevent future flipping. It was not known if the patient symptom of return of pain had been resolved. At the revision a new pump connector piece was used to fix the kinked segment. It was stated the patient reported decrease in effect from the pump two days prior to the revision. Patient reported this to the physicians office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.